Event description:
During a vertebroplasty procedure, the shaft of the cannula snapped leaving the distal portion of the cannula within the pedicle at l3. Attempt to remove the cannula was unsuccessful. Decision made to leave the portion of the cannula in the pedicle.